Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/19/2017 that on (B)(6) 2017, patient experienced a loss of connection.. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.